Event description:
It was reported the pt has an infection at his ipg site with pain and swelling. On (B)(6) 2012, the pt was admitted to the hospital for a possible infection. Cultures were taken and it showed the pt had (B)(6). The physician believes because the pt is diabetic and had an open sore on his leg that is how he obtained this infection. The pt's physician explanted his scs system and is treating him with antibiotics.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.